Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the balloon burst. It was reported that no pieces were created. There no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, cut; cam condition, good; desuflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condtion good and stopcock condition, open. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: record purpose only:no analysis could be performed as no instrument was received. The info you have provided has been reviewed by the appropriate engineering and mfg personnel. Co strives to understand each incident as it occurs in order to continuously improve co's products.